Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 187 mg/dl. The leak was past the second o- ring. The customer had high blood glucose level initially started when on manual injections for 2.5 months between pumps. The customer declined troubleshoot for high blood glucose level. After troubleshooting, customer was advised to change reservoir at the third day. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal,bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion: reservoir does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.